Event description:
During polyp removal in the uterus, the hf-cable sparked and flamed for about two minutes causing it to break in half. The fire was extinguished after the electro surgical unit ("esu") was turned off. The procedure was completed with a second cord and there was no pt or user injury.